Event description:
It was reported that the bd alaris smartsite low sorbing secondary set was occluded. The following information was provided by the initial reporter: please note we have had several more secondary tubing with the same issue. Lot: (10)25116131.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.